Event description:
It was reported that during a da vinci-assisted upper left pulmonary segmentectomy procedure, the pulmonary artery sustained a slight tear injury/laceration, and the surgeon decided to convert the case to thoracotomy. After the event occurred, compression hemostasis was performed first, and then the procedure was converted to open surgery. After converting to open surgery, an endo gia stapler instrument was used for dissection. The estimated amount of unexpected blood loss was approximately 500ml, and two units were transfused. There was no serious deterioration or clinical instability for the patient during the time that it took to convert the procedure to thoracotomy and to achieve hemostasis. The patient did not experience any postoperative complications. The patient has been discharged. Per the surgeon, a da vinci device did not cause or contribute to the vessel injury. A malfunction of an instrument did not occur prior to or at the time of the event. Anatomical factors did not cause or contribute to the issue, nor did any . The surgeon reviewed the video of the procedure, and they concluded that the vessel was not injured by the instrument, but rather, the vessel was torn. Per the surgeon, it was possible that the hemostasis could have been controlled without converting the case; however, the decision to convert was made out of an abundance of caution with the patient's safety in mind.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation.